Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain intact and attached. The returned fiber card was verified with 133,559 joules of use; expiration of the fiber card was not confirmed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing. The identified issues may activate the fiber life function which would modulate the power showing a pulsing beam or the system would replaced into standby mode. This issue may also cause forward-firing. The most probable root cause of the devic failure as determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, the surgical fiber time expired at 133,559 joules of use. The case was completed using a second fiber. There was no injury reported.